Event description:
Subsequent to the previously filed report, additional information was received that on 04/16/2021, at the patient's 30 day follow-up visit, duplex ultrasound found an occlusion in the target lesion. Follow-up visits for repeat doppler ultrasound and abi [ankle brachial index] are pending. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of pain and occlusion are listed in the esprit btk everolimus eluting bioresorbable scaffold systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B5: describe event or problem: updated d2a: correction (common device name) d3: correction (manufacturer name, address, city and postal code)

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021 the patient underwent stenting with three esprit btk scaffolds (3.0x38 mm (x2), 3.0x18 mm) in the distal posterior tibial artery. On 05/13/2024 the patient returned for follow up and reported having increased pain in the target limb. Ultrasound showed occlusion with 0 (zero) flow in the target lesion. Treatment plan is pending the patient's visit with the physician on 06/17/2024. The scaffolds were implanted in the life-btk esprit ide trial and the occlusion occurred after the MDR approval date of (B)(6) 2024, no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.